Event description:
Post angio-seal's deployment, the patient developed a cold limb. They were readmitted a few days later and surgical intervention was performed to restore flow. No evidence of collagen inside the right femoral artery.